Event description:
It was reported that the patient presented to the hospital with chest pain and reduced exercise tolerance. It was noted that the patient had pericardial effusion due to perforation caused by the right ventricular lead. Pericardiocentesis was performed and the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.